Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 63 mg/dl. Reportedly, the customer's healthcare provider is still adjusting pump settings. The customer consumed an unspecified amount of food to address bg level. The customer did not tell parents what kind of food was eaten or how much food was consumed. Subsequently, the customer's bg level elevated to 430 mg/dl. A correction bolus was delivered via the pump.

Manufacturer narrative:
D1, d2b.

Manufacturer narrative:
D1, d2b